Event description:
While ventilating a patient, the screen went blank, the ventilator stopped ventilating, and an audible alarm was heard. The therapist manually bagged the patient and then cycled power to the device, and the device came back up and was functional. The patient was transferred to another device. No patient injury reported.